Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation was unable to determine a definitive cause for the reported difficult to remove the gripper line and the clip caught on the anterior leaflet resulting in difficult to remove the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The other clip delivery system referenced is filed under a separate medwatch MFR number. The clip delivery system was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty removing the gripper line during use with the clip delivery system (50728u159) which could result in a portion of the gripper line being left in the anatomy or the need for intervention to prevent injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The transseptal puncture was difficult and the left atrium (la) was small. The first clip delivery system (cds 50728u201) was advanced to the left ventricle but became caught in the chordae and began to dive medial. The clip was inverted, freed from the chordae, and retracted into the la. Several attempts were made to re-position the clip but while advancing the handle, the clip dived to the commissure causing steering difficulty. The decision was made to remove the cds and replace the device. The second cds (50728u159) was advanced to the la. During several grasping attempts, the clip became caught on the anterior leaflet. The clip was freed with troubleshooting and positioned on the leaflets; however, when the gripper line test was performed, the gripper line was stuck. The clip was slightly opened to approximately 30 degree and the gripper line could be moved. The clip was still attached to the leaflets and the gripper line was removed. The clip was then closed and the remaining deployment steps were performed. The one clip was implanted and the mr was reduced to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.